Event description:
It was reported the patient's blood glucose rose to 20 mmol/l (360 mg/dl). The pod reportedly alarmed while worn on the patient's back for between 5 and 24 hours.

Manufacturer narrative:
The unexposed portion of the soft cannula was found to be torn and leaking, causing corrosion, insufficient battery voltages and data loss. Without retrieving the data, it could not be determined if the device alarmed or if the damaged cannula contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.